Manufacturer narrative:
A review of the device manufacturing history records confirms there was no evidence that non-conforming product was released. Investigation is ongoing and the results will be provided in a supplemental report.

Event description:
(B)(4). It has been reported that during a revision surgery, the surgeon discovered that a mets component had pierced through the packaging (pouch). The component outer packaging (box) was reported to be undamaged. The surgeon used an alternative version of the mets component instead.

Manufacturer narrative:
In november 2016, stanmore implants worldwide initiated a field safety corrective action which included (B)(4), on the orientation of devices during distribution reference stanmore # (B)(4). Future remittance of information will be done through the fsca. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends.

Event description:
It has been reported that during a revision surgery the surgeon discovered that a mets component had pierced through the packaging (pouch). The component outer packaging (box) was reported to be undamaged. The surgeon used an alternative version of the mets component instead. This is a supplemental report to 3004105610-2016-00072 ((B)(4)).